Manufacturer narrative:
Initial and final MDR 1894473 - MDR 3003442380-2024-09897 - device 1 of 2 e1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two infusion set tubing were leaked at the insertion site location which led to high blood glucose level of 300 mg/dl range on (B)(6) 2024 and (B)(6) 2024. Adhesive patch wet. The infusion set in use for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.